Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The caller was trying to upload the customer's pump. No further information was obtained, but the caller would call back. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not have the pump available. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Added concomitant products.